Manufacturer narrative:
(B)(4). The customer replaced the graphic user interface central processing unit printed circuit board. The service engineer downloaded the current revision software. The ventilator passed self-testing.

Event description:
The customer reported that an 840 ventilator's display was blank. The ventilator was not on a patient at the time of the event.